Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a third party biomedical engineer, contacted physio-control to report their device was showing a white screen when powered on. The white screen condition is indicative of a lock up and the device may not be able to operate to provide defibrillation energy if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer later advised that after further examination the device was not locked up as originally reported.  The biomedical engineer advised that the issue only affected the display itself.   The biomedical engineer advised that they replaced the device's display to resolve the issue.  After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.